Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 150 ohms. No adverse patient effects were reported. This device system remains in service.